Event description:
It was reported that a user of the ilet contacted support requesting assistance to change only the cartridge and not other supplies, with a reported blood glucose of 267 mg/dl that later decreased to 140 mg/dl after troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included user coaching and troubleshooting focused on cartridge change and general device use. Investigation of this case revealed an episode of hyperglycemia with an unclear cause and no evidence of device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.